Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. It was further reported that the physician had difficulty finding an appropriate location for the lead due to undersensing of r-waves. The lead remains in use and no patient complications have been reported as a result of this event.